Event description:
Complaint received via medwatch. During stapling of the skin, the stapler malfunctioned. No reported pt injury. No further info available.

Manufacturer narrative:
Device sample not received by MFR in time for this report. Reported lot # was incorrect, so no DHR review could be completed.